Event description:
It was reported that during servicing of a homechoice machine, one increased intra-peritoneal volume (iipv) event was identified as having occurred in the therapy initiated on (B)(6) 2012 19:56:07. During day drain cycle one, the patient's ultrafiltration reading was 1908ml, indicating the home patient (hp) drained 1908ml more than their maximum programmed fill volume of 2900ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. If additional relevant information is received, a follow-up will be sent.